Event description:
Repair request initiated for device with no report of malfunction. No patient impact reported. Repair escalated to product event on decontamination due to information received with product indicating that the motor was hot and not spinning. Upon follow up it was reported that there was no impact to the patient; and that there were no incidences reported to or by anyone regarding the device overheating.

Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 73.2°f. However the rate of temperature rise was above threshold at 9.4°f/sec. Initial diagnosis indicated that the rear motor bearing and the collet bearings were worn. Due to the rate of temperature rise the device was also evaluated by engineering. The collet was removed and was manually tested and it performed satisfactorily. The motor was tested on the ec200 and would not run. On the ec300 console the motor overheated to an uncomfortable level almost immediately. The power cable connector was removed and the motor¿s rear bearing retainer was removed. Both of the motor¿s bearings were gravelly and lubricant deficient when manually rotated. This resulted in elevated friction, thereby, causing the overheating condition. The electrical motor windings were checked and two out of the three stator winding resistances were out of specification. The suspected reason for malfunction is that the lubricant deficient and gravelly motor bearings along with two out-of-spec motor windings caused the elevated friction with some rotational instability, vibration and bearing noise. The condition of the motor made it necessary for the motor¿s input current to be increased from acceptable levels. This was the reason why the mid-motor temperature had the greatest measured temperature rise from the additional frictional/torsional load and the electrical lack of ability to drive the rotor. In addition these types of failures can be attributed to inadequate preventative maintenance. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ the maximum specified service interval is 24 months. Device has been in use for approximately 25 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).